Event description:
It was reported that in (B)(6) 2023, a patient had surgery to remove a 5mm locking screw that had backed out of a rfna(retrograde femoral nailing system). One oblique screw was removed; the operation was deemed a success as the patient has now healed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).